Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. Approximately two years prior, around june or july (exact date unknown), the patient was attending church when he reportedly experienced a seizure and became disoriented between approximately 1:00 pm and 2:00 pm. The patient stated that he believed he was experiencing hypoglycemia at the time of the event; however, he was unable to recall any cgm readings or confirmatory blood glucose values. Following the event, a friend drove the patient home. Later that evening, at approximately 7:30 pm to 8:00 pm, the patient's wife returned from work and transported him to the emergency department (ed) due to concerns regarding his condition and facial appearance. The patient was unable to provide additional details regarding symptoms, glucose values, or the specific circumstances surrounding the event. At the ed, the patient received intravenous (IV) fluids and medication; however, he was unable to recall the names of the medications administered. He was admitted for observation for less than 24 hours and discharged early the following morning. The patient was unable to recall any fingerstick blood glucose (fsbg) or laboratory glucose results obtained during the hospitalization. At the time of reporting, the patient stated that he had fully recovered and was doing well, with no ongoing issues or complications related to the event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.